Manufacturer narrative:
Date of event: event date is unknown, af procedures performed between november 2017 and december 2018. (B)(6). The device is not expected to be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Gunawardene ma, eickholt c, akbulak ro, jularic m, klatt n, hartmann j, schluter m, meyer c, willems s, schaeffer b. Ultra-high-density mapping of conduction gaps and atrial tachycardias: distinctive patterns following pulmonary vein isolation with cryoballoon or contact-force-guided radiofrequency current. J cardiovasc electrophysiol. 2020; 31 (5): 1051-1061. This study was a single-center, prospective, nonrandomized study. Consecutive patients with recurrent atrial fibrillation (af) and/or atrial tachycardia (at) after an index stand-alone pulmonary vein isolation (pvi) for paroxysmal or persistent af performed between november 2017 and december 2018 were enrolled; all patients underwent their first re-ablation with uhdx mapping. Two groups were defined according to whether the index pvi was performed by contact-force (cf)-guided radiofrequency current (rfc) or the cryoballoon (cb). Written informed consent was obtained from all patients. The study was conducted in accordance with the provisions of the declaration of helsinki and its amendments. The institutional review board approved the study. Pvi with the second-generation cb has been reported before. After a single transseptal puncture (non-boston scientific device), the 28mm cb was introduced into the left atrium (la) via a 12 f steerable sheath. Pulmonary vein (pv) mapping to record electrograms was performed before, during, and after freezing, with an endoluminal spiral mapping catheter. Target application time and protocols varied over the course of the study. Initially, 240 seconds (s) and a bonus freeze were applied (protocol #1). With protocol #2, bonus freezes were abolished. In 2018, a time-to-effect protocol (#3) was established: if real-time pvi occurred within 60s of a freeze, the total freezing time was reduced to 180s, without additional bonus freezes. During the ablation of right-sided pvs, the phrenic nerve was paced while recording the diaphragmatic compound motor action potential, as described previously. Luminal esophageal temperature was monitored by a multipolar temperature-sensing catheter. All patients underwent a re-ablation procedure using uhdx mapping. Uhdx mapping was performed, as previously described.11,12 after transseptal puncture using a modified brockenbrough technique to access the left atrium (la), a long sheath as well as a steerable sheath (zurpaz, 8.5 f; boston scientific) were navigated into the la. A steerable 6 f decapolar diagnostic catheter (non-boston scientific catheter) was placed in the coronary sinus as a reference. A 64 pole mini-basket mapping catheter (orion; boston scientific) was introduced to the la via the steerable sheath. Following la angiography, the mini-basket catheter was used in combination with an uhdx mapping system (rhythmia, boston scientific) to reconstruct la geometry and to create activation and/or voltage maps. In all patients, activation and voltage maps of the la were created to assess pv reconnection. In general, the first map was always performed under the rhythm that was present at baseline. Pv reconnection was defined as the presence of a pv spike. Pacing maneuvers were used to differentiate possible far-field signals, if necessary. An activation, as well as a voltage map of the pv ostium, was created. The earliest activation in conjunction with a possible gap in the voltage map was used to further narrow down the location of the conduction gap. Additionally, uhdx mapping of the index ablation line was performed to screen for fractionation and amplitude of local electrograms. Finally, the ablation catheter was placed at the assumed gap and local electrograms were used to identify a local gap signal. In the case of pv reconnection, repeat pvi (re-pvi) was performed targeting the specific gaps along the initial ablation line. Gaps were categorized into 16 segments, as reported before. If a common pv ostium was present, middle segments were not included. Additionally, the gaps were confirmed by (a) either complete pv isolation during rfc delivery and disappearance of a prior local activity (pv spike) or (b) by observation of a change in the activation sequence of the pv spike during rfc ablation. A waiting period of at least 20 minutes was mandated after re-isolation. Depending on the underlying rhythm during the procedure and the documented type of arrhythmia in prior electrocardiogram (ECG) recordings, different procedural strategies were pursued: 1. If sinus rhythm was present at the beginning of the procedure, localization of pv gaps and according ablation was performed. In the case of paroxysmal af, no further ablation was performed. 2. In patients with persistent af, the previously described stepwise approach was performed consisting of re-pvi after identification of reconnection sites and subsequent substrate modification, if necessary.13 if only re-pvi was performed, electrical cardioversion was performed prior to gap mapping of the pvs as per the discretion to the investigator. 3. If a patient presented in at, the underlying at mechanism was identified by analysis of wave front propagation, activation patterns, areas of slow conduction, anatomical and functional barriers and lines of block within the 3d map, followed by specific ablation, as previously described.12 if at was documented prior to the procedure but the patient presented in sinus rhythm, atrial pacing (programmed stimulation or burst pacing) was performed for induction of the at after re-pvi. The mechanism of at was defined as either macroreentry or nonmacroreentry.12 a centrifugal activation pattern indicated a non-macroreentry at. In this case, the mechanism was further evaluated as either focal ats (showing radial activation from a distinct focal source) or localized reentry ats (showing continuous, fractionated activation covering the entire cycle length in an area of less than 2 cm in diameter or the presence of a dominant small and stable rotational activation pattern, as defined before). Local impedance (li) was measured by an open-irrigated single-tip mapping and ablation catheter (intellanav mifi oi; boston scientific). The technical aspects of this approach have been described before. At the beginning of rfc delivery, baseline li and baseline generator impedance (gi) using an rfc generator were analyzed, as well as li and gi drops and the time until the impedance drop during rfc ablation. Between 11/2017 and 12/2018, 50 consecutive patients with recurrence of af/at undergoing uhdx mapping after an index pvi with either cf-rfc (n = 21) or the cb (n = 29) were included in the study. Three patients (n = 2 cf-rfc, n = 1 cb) also received a cavotricuspid isthmus (cti) ablation additional to pvi in the index procedure. Ablation within the left atrium was restricted to pvi with no further substrate modification. A repeat ablation was performed due to recurrence of af in 19 patients (38.0%; cf-rfc: 23.8%; cb: 48.3%), at in 20 patients (40.0%; cf-rfc: 57.2%; cb: 27.5%), and both af and at in 11 patients (22.0%; cf-rfc: 19.0%; cb: 24.2%); the difference in distribution between the 2 groups was statistically not significant (p = .094). The time between index pvi and the uhdx re-ablation procedure was 335 days (median; interquartile range [iqr] 232-622 days; cf-rfc: 359 [244-489] days; cb: 330 [207-867] days; p = .106). There was a single pericardial tamponade in the cf-rfc group, requiring immediate pericardiocentesis. The patient was discharged from the hospital, 3 days later, in good medical condition. The ablation strategy subsequent to uhdx mapping were repeat pvi due to pv reconnection (45 patients, 90%), substrate modification (11 patients, 22%) for persistent af, targeting of ats (31 patients, 62%) and ablation of fractionated signals along the antral index ablation line (11 patients, 22%; table 2) in the two groups. These findings are described in detail below. Pericardial tamponade 1. Intermittent dysarthriaa 1. Minor groin complication 2.